Event description:
It was reported that the programmer had a cracked screen, and that the radiofrequency programmer head intermittently lost telemetry with devices. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a cracked display overlay and it was replaced. It was further noted that the programmer failed its incoming functional test (common mode wrist electrode test) and the link electronic module printed circuit board was replaced and calibrated, that there was a broken power cord bay door and a damaged hinge plate, therefore both were replaced and the screws were re-torqued on the hard drive assembly. Concomitant medical products: product ID 229047 software analyzer. (B)(4).